Event description:
The customer reported by e-mail that their sales reps are having difficulties inserting the is-1 connector in two competitor's pacemaker headers.

Manufacturer narrative:
Oscor is in the process of trying to locate this device for analysis from the customer, plus any add'l info available. Once the lead and or add'l info is obtained, it will be reviewed for further processing. Meanwhile, oscor will investigate further into the problem with the device since this is a second complaint of the same type.